Event description:
It was reported that the customer experienced high blood glucose levels as high as 250 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to perform further functional testing due to the prime anomaly.